Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). It was report by the vad coordinator to the manufacturer, that for about one month the patient had serosanguineous drainage from their driveline exit site a CT scan, tag scan, was taken, also at the time cultures were taken of the drainage site. The manufacturer encouraged the surgeon to consider comparing current chest x-ray (cxr) to cxr at time of implant to review the position of the inflow valve. Also the attending surgeon provided contact information of another surgeon that had seen bleeding from the driveline site. Two days later the surgeon decided to take the patient back to the o.r. For exploration. The manufacturer followed up with the vad coordinator, and they stated that the patient was doing well. The patient was discharged home. The patient still had some draining in the pump pocket. Patient will be seen in clinic sometime next week. Patient remains on lvad support while awaiting a heart transplant.